Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the customer was called as a result of receiving a battery cap damage notification and noticed the battery cap's two dots were faded. The customer received a low battery alarm or short battery life and lasts less than expected. Troubleshooting was performed and found the battery cap metal contact missing/damaged. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and it will not be returned for analysis.